Event description:
Information received from the field notes that the patient presented in the emergency room with an intrinsic sinus rate of 45 bpm. The device could not be interrogated and there was no response to magnet application. The device was to be scheduled for replacement.